Event description:
It was reported by customer that the probe cover ripped, noticed post procedure. No further details available or provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a torn probe cover is confirmed, but the root cause could not be determined. One probe cover was returned for evaluation. An initial visual observation of the probe cover revealed some blood residues along the plastic. A rubber band was tied around the distal end of the probe cover where the dried blood was observed. A long tear was observed lengthwise down the plastic probe cover. A second longitudinal tear was observed just proximal to the longer tear. Because the probe cover was returned open and used, the root cause of this failure could not be determined. The complaint of a torn probe cover was confirmed, as possible causes of failure may include tearing during use of the product or tearing during manufacture or packaging of the product. This complaint will be recorded for future trending and monitoring purposes.